Event description:
Additional information received reported the patient was scheduled for their revision on (B)(6) 2015.

Manufacturer narrative:
Product ID 3778, lot# v043292027, implanted: 2009 (B)(6); product type lead product ID 37081, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3778, lot# v196704011, implanted: 2009 (B)(6); product type lead product ID 37081, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. In (B)(6) before christmas, it felt as though stimulation turned off. The patient adjusted stimulation and made it stronger and he felt stimulation again for 3 days but then stimulation turned off again. He cranked it up again but the patient didn¿t feel like stimulation was running right. Sometimes he would get stimulation on the right side, but then he would get a zap. The patient was feeling some stimulation on the day of this report. Reprogramming was performed. The manufacturer representative (rep) was able to get stimulation in the patient¿s left leg using electrodes 4, 5, and 6. Previously they were using electrodes 0 and 3 but these were no longer providing stimulation. All pairs on the right side were greater than 10000 ohms at 0.7 volts. The whole right side was greater than 10000 ohms at 3 volts. With electrode 3 all pairs were greater than 10000 ohms. The patient had been programmed with 0- and 3+ previously. With 11 as reference greater than 40, 8=28000 ohms, 9=18000 ohms, 10=greater than 40000 ohms, 12=38000 ohms, 13=28000 ohms, 14=32000 ohms, and 15=34000 ohms. 01=1300 ohms and 12=700 ohms. Pairs with electrode 0 were normal except for 3 and 11 which were greater than 10000 ohms. 03=14000 ohms and 0-10=greater than 40000 ohms. 0-11=18000 ohms. No falls or trauma were associated with the stimulation change. Revision of the leads and the implantable neurostimulator (ins) was being planned. The patient had been increasing the stimulation up to 8 volts on the right lead and charging more due to the increase in stimulation. Additional information received reported that the device quit working around (B)(6) 2014. An appointment with the rep confirmed they could not get the device to work. The patient was in pain. Follow-up determined that a replacement had not yet been scheduled as of 2015 (B)(6). The patient was waiting on pre-authorization. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient was replaced with a sensor battery. He was getting full coverage to the low back and left leg and was receiving effective therapy. No further follow-up was required.